Manufacturer narrative:
Product evaluation: failure analysis for fiber model # 0010-2400; lot #532b; serial # (B)(4): the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 147,108 joules of use and 25:47 minutes, ¿firing in the direction of the fiber¿ was observed. The procedure was completed using a second fiber. The fiber tip (cap) was not cleaned during the procedure. There was ¿no injury to patient¿ reported.